Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the belt receptacle had a piece of the electrode belt guide pin stuck in it. The cause of the test failure was the damaged belt receptacle. The root cause of the damaged belt receptacle cannot be positively identified but it likely due to excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.